Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Since april 2025, olympus has been assisting in the investigation of contamination cases at john flynn private hospital. An olympus team member has also been providing hands-on investigation and training support since this time. Initial findings identified poor infection control practices amongst staff (gaps in hand hygiene and personal protective equipment (ppe)), errors in delayed reprocessing, gaps in precleaning, leak testing, and manual cleaning, and ineffective drying using a broken controlled environment storage cabinet (cesc). As of january 2026, the cesc has been fixed, and staff continue to receive olympus training support. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation.

Event description:
It was reported that, during reprocessing, the scope tested positive for less than 50 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.